Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that two days after the initial implant, the patient visited the emergency room due to infection and implant pain. The patient was implanted for urinary retention. The patient was prescribed antibiotics but eventually had an explant surgery.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. This report is being submitted to update the evaluation conclusion codes (h6).

Event description:
It was reported that two days after the initial implant, the patient visited the ER due to infection and implant pain. The patient was implanted for urinary retention. The patient was prescribed antibiotics but eventually had an explant surgery.